Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine drug (unk mg/ml at unk mg/day) and bupivacaine (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) got a volume discrepancy at a routine refill. The company representative (rep) stated that they expected 2 ml and got back 9 ml. The technical services (tss) reviewed and stated that we do not have a value that is acceptable but historically +/-14.5% was a benchmark. The tss asked if patient was symptomatic and, but the rep did not know. Tss also asked if this was an isolated event and caller did not know. However, they might do a dye study.

Manufacturer narrative:
H3: analysis found pump miscellaneous; failed lab dispense test-above spec. H11: interrogation of the pump upon receipt indicated the pump was used to deliver morphine 11.6mg/ml at 2.318mg/day and bupivacaine 5.8mg/ml at 1.1592mg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the company representative (rep) via the healthcare provider (hcp) reporting that the pump was replaced by new synchromed iii pump due to the volume discrepancy. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient's weight was asked but unknown. The cause of the volume discrepancies was unknown. The rep called technical services tot troubleshoot the volume discrepancy and the clinic nurse scheduled a shorter fill interval to monitor the volume discrepancy. It was unknown if the issue had resolved. The patient had not returned for their refill yet and if there is a volume discrepancy at the patient's next refill then they will do a dye study.